Event description:
Pt admitted with a diagnosis of failed total hip arthroplasty of the left hip, original surgery dated on (B)(6) 2002. Pt had been c/o groin pain. X-rays revealed a radiolucent line about the acetabular component. Revision done on (B)(6) 2004 with ranawat-burstein cup.